Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video processor (vp) and fiber cable that goes from vp to core due to non-recoverable 307 errors. Following service, the system was tested and verified as ready for use isi received the video processor (vp) associated with this complaint and completed its investigation. Failure analysis (fa) was unable to reproduce the issue (error 307), but confirmed the fault through error logs. The unit was installed into a test system and passed testing with no trouble found. As a precaution, the universal controller card (ucc) was replaced as the error intermittently appeared in the logs. Isi received the fiber cable associated with this complaint and completed its investigation. Failure analysis (fa) was unable to reproduce the issue ¿ error 307. The cable was installed/tested in the printed circuit assembly test system and passed testing with no trouble found. However, the cable will be scrapped as the jacket is worn.

Manufacturer narrative:
The original equipment manufacturer (OEM) received the video processor associated with this complaint and completed its investigation. The OEM confirmed replacement of the universal controller card (ucc) per isi instruction. Following part replacement, the unit passed testing and validated that the product is in full compliance of isi specification.

Manufacturer narrative:
The video processor and fiber cable were returned to intuitive surgical inc. And failure analysis evaluation is currently in progress; therefore, the root cause of the customer failure mode cannot be determined. A follow-up MDR will be submitted once failure analysis is completed. Based on the information provided at this time, this event is being classified as a reportable event due to system unavailability after start of a surgical procedure (first port incision) and the procedure was converted to laparoscopic.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer received repeated errors at system power up. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system¿s logs and identified error 307, pointing to the video processor (vp) board. The tse had the customer check the system¿s cable connections and breaker positions, which were connected and powered on. The tse had the customer hard power cycle the system but it did not resolve the issue. The tse then had the customer hard power off the system for 60 seconds before powering the system back on, but the issue persisted. The customer indicated that the light emitting diodes (leds) for the grey fiber cable connections to the core and video processor were red. The tse had the customer move the grey fiber cable to another port, which allowed the system to power on without errors. Later in the case, the error returned and the surgeon elected to convert the procedure to laparoscopic surgery. The procedure was completed with no reported patient injury nor harm. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed via laparoscopic surgery with no report of injury or patient harm. The patient is in good condition. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported non-recoverable (307) errors and replaced the video processor (vp) and fiber cable to address the issue. Following service, the system was tested and verified as ready for use.